Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post-operative it was discovered the patients right ventricular (rv) lead was inducing phrenic nerve stimulation. The rv lead was repositioned. The patients right atrial (ra) lead exhibited high threshold, high impedance and it appeared that the lead pin was not fully seated in the device header via a chest x-ray. Due to the connection issue the physician chose to replace the implantable cardioverter defibrillator (ICD) at the same time as the lead revision. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)